Event description:
Information received by medtronic indicated that customer reported not being able to pair the pump to the phone. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the displacement test and self-test. No alarms/alert/anomalies noted during testing. Unit successfully communicated to test mobile phones, iphone, and android. No lost connection to test mobile phones noted during testing. Unit was successfully downloaded using thump for history and trace files. Pump was cut open to perform visual inspection and found no anomalies on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and retainer knit line damage. No communication to mobile was not confirmed. Cosmetic damages were noted during visual inspection. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.